Event description:
Possible lead insulation damage. Possible inappropriate shocking. After the patient has had one episode of what the device was classifying as vf resulting in delivery of a shock through the device. Further interrogation of the device also showed that the patient had multiple episodes of non-sustained vf or diverted therapies for episodes of what the device deemed as a ventricular fibrillation. However, this was found to noise on the right ventricular lead. The noise could not be reproduced during the device interrogation despite all the usual maneuvers and acrobatics. Based on this, rv lead revision was recommended.====================== manufacturer response for ICD generator======================awaiting evaluation results.====================== manufacturer response for right ventricular lead======================awaiting evaluation results.